Manufacturer narrative:
Concomitant product(s): product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4). Analysis of the catheter sutureless connector found coring/tears/cuts in seal which meets leak criteria.

Event description:
Information received that the pump was explanted on (B)(6) 2015. Product was returned with no device or therapy issues reported. Routine analysis was completed on device. (No cause for explant was reported, additional information has been requested to determine the cause of the explant. If additional information is received, a follow-up report will be sent)

Event description:
The pump system was delivering morphine 4.0mg/ml at 1.4mg/day.